Manufacturer narrative:
Device investigation underway - this will be filed in a follow up report.

Event description:
The incident report from the customer contained the following information: "it is about an incident occurred during the use of victory 18 guidewire at the polymer end and having a hydrophilic coating. During a procedure, the guidewire got broken to the end. Recurrent incident on the lot (statements no (B)(4)) and quarantined inventor. Patient complications: no information available. Anatomy location: unknown. When was the problem noticed: no information available. First time unit was used: yes. Treatment or diagnosis: no information available. Re-sterilized? (Reprocessed): no. Where did problem occur: no information available".

Manufacturer narrative:
Completed investigation report.

Event description:
The incident report from the customer contained the following information: "it is about an incident occurred during the use of victory 18 guidewire at the polymer end and having a hydrophilic coating. During a procedure, the guidewire got broken to the end. Recurrent incident on the lot (statements no 5453 and no 5461) and quarantined inventor. Patient complications: no information available. Anatomy location: unknown. When was the problem noticed: no information available. First time unit was used: yes. Treatment or diagnosis: no information available. Re-sterilized? (Reprocessed): no. Where did problem occur: no information available."